Event description:
It was initially reported that the patient had developed left vocal cord paralysis. The patient has been implanted in 2008 and recently saw an ent that diagnosed the patient with vocal cord paralysis. The ent felt the vocal cord paralysis is due to constant stimulation from vns. The neurologist stated that the patient is at low settings and is not convinced that the paralysis is from vns, especially since it has been a few years since implant. Good faith attempts for more information has been unsuccessful to date.

Event description:
Additional information was received that the patient has high impedance. The physician aware of the high impedance and since the output status indicated that the current delivered was "ok" he left the generator on. No further information was gained at that time. Further information was received from the physician that the patient. The vocal cord and high impedance were not related to surgery as they occurred years after placement. The physician felt that they may have been related and one lead to the other. The physician would not be surprised if self-injurious or other inflicted trauma resulted in these events but he has no way to prove this. The patient was sent to another ent for a second opinion.

Manufacturer narrative:
Device failure is suspected and may. Have contributed to the vocal cord paralysis.